Event description:
It was reported that error code 46510 was experienced.

Event description:
It was reported that error code 46510 was experienced.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. Pump was found to be displaying "46510" error code alarm message on power up when batteries are inserted. Root cause is most likely due to a faulty mpu board. The faulty mpu board will be replaced.

Manufacturer narrative:
Additional information received and attached by ICU medical on 04-mar-2022. The reported product fault didn not occur while in use with a patient. The product issue did not caused or contributed to a patient or a clinical injury.